Event description:
An issue was reported where the caller needed assistance updating the time settings on their device. There was no adverse impact to the customer's blood glucose level. Technical support guided the caller in correcting the pump's time and advised monitoring the device, recommending follow-up if discrepancies occurred again. The caller acknowledged and understood the instructions.